Event description:
On (B)(4)2012 customer reported that the dxc 600 pro instrument, sn (B)(4), generated high potassium (k) results for 1 patient sample (see MDR 2050012-2012-00642). The results were reported out of the lab. The physician questioned the result and it was repeated on the other dxc instrument, sn (B)(4) (the instrument in question for this MDR). The repeated results matched the original results from the dxc instrument (sn (B)(4)). The physician then had the patient sample redrawn. The results of the redrawn sample were lower and believed. No results were amended. Treatment was not initiated or withheld based upon the erroneous results reported. Since there was high recovery on 2 different instruments for 1 patient sample, it is most likely indicative of a sample issue, but instrument malfunction cannot be ruled out. Field service engineer (fse) inspected and serviced dxc instrument, sn (B)(4). Fse replaced the sodium (na) measuring and reference electrodes. Fse also noted that the k, chloride (cl) and calcium (calc) electrodes were all missing the internal o-rings. Fse put in o-rings. No further issues have been reported.